Manufacturer narrative:
Additional information was received that there was no loss of oxygen. The o2 bypass valve is only used for pre-use checkout and an o2 bypass valve that cannot open is insufficient to affect flow of gasses during use. This is not reportable.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The o2 latch was replaced to resolve the issue. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient o2. There was no patient involvement.